Manufacturer narrative:
Concomitant medical products: 429688, lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the interrogation report showed invalid trend data. It was also noted the left ventricular (lv) lead had a chronically high pacing threshold. The device and lv lead remain in use. No patient complications have been reported as a result of this event.